Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported recall. Healthcare professional later reported rupture. Healthcare professional later reported only capsular contracture baker grade IV and no rupture for this device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Healthcare professional later reported recall. Device was explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and mentioned the recall as a reason for removal. Device was explanted and replaced. Capsulectomy was performed.